Event description:
After the line is placed the physician sutures the metal imagining tip so it stays in the small intestine. The metal imagining tip broke off the tube and was passed by the pt. No other information provided.

Manufacturer narrative:
The device sample was returned and preliminary investigation revealed the metal tip of the jejunal tube had separated from the device. There has been no serious injury reported incidents associated with the jejunal tube for greater than two years and a MDR was not necessary according to title 21 cfr 803.5 (two year rule). A decision to report is considered since bard access systems has not had any similar failures for greater than two years. The complaint is confirmed, cause unknown. The returned j-tube was discolored yellow and brown. The distal metal tip was detached and was not returned for evaluation. Microscopic examination of the distal cross section revealed evidence of a bond. No defects related to the manufacturing process were noted on the complaint sample. It was reported that the tip was sutured in place. It is unknown how long the device was used. The IFU states, 'it is recommended that the j-tube be replaced every thirty days." This will be considered an isolated occurrence. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.